Event description:
Note: this report pertains to one of six complaint devices used in the same procedure. Manufacturer report #3005099803-2013-11056 addresses the rf3000 radiofrequency generator, manufacturer report #3005099803-2013-11086 addresses the rf probe, manufacturer report #3005099803-2013-10315 addresses the first patient return electrode, manufacturer report# 3005099803-2013-10312 addresses the second patient return electrode, manufacturer report# 3005099803-2013-10313 addresses the third patient return electrode, while manufacturer report# 3005099803-2013-10314 addresses the fourth patient return electrode. It was reported to boston scientific corporation on (B)(6) 2013 that an rf3000 radiofrequency generator, an rf probe, and four patient return electrodes were used during a radiofrequency ablation (rfa) procedure performed on (B)(6) 2013. According to the complainant, the patient had a 4.8cm renal lesion. The lesion was ablated for 45 minutes in one position, and then for 30 minutes in another position, but roll-off was not achieved. During the ablation, it was reported that the assistant did not check the pads frequently or thoroughly enough. Following the procedure, when the pads were removed, it was noted that the patient had burns under all four pads. One burn on the inner part of the patient¿s leg was noted to be worse than the others, where the pad had been touching another pad. The physician was not aware that the pads had been in contact during the procedure. It was confirmed that the pads had been oriented correctly per the rf3000 operation and service manual. The patient's condition at the conclusion of the procedure was reported to be stable. The patient is having a follow up appointment with plastics regarding treatment of the worst burn site.

Manufacturer narrative:
It was reported that the patient was over 50 years old. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.